Event description:
The pt ((B)(6)) took part in a clinical study. It was reported the pt was hospitalized from (B)(6) 2013, during which time the ipg was explanted and replaced due to battery depletion. Therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.